Event description:
At the time rptr was issued the cardiac monitoring device she was skeptical as to the integrity of the device. The person who issued the device was eating lunch and could not seem to get the device to function. She proceeded to try to "fix" the device using one of her lunch time utensils, a common table knife. Even though she could not get the device to function she fully prepared to issue the device to rptr anyway. She said it was the only one that was available. However, one of the office nurses said there was another device that was working and retrieved it and issued it to the rptr. Rptr experienced two episodes of severe fluctuations of her heart during the first week of wearing the device. Even though she has a permanent and constantly present irregular heart beat she was told both times by the person rptr spoke with "not to worry, your heart is perfectly normal." This lead rptr to believe at that time, and rptr continued to believe, that the device was faulty. Also the statement rptr received from co for using the device has been submitted to 3 medical insurance cos and all 3 have rejected payment, saying thae charges are exorbitant. Rptr refuses to pay for a device that was faulty, over priced, and of no value to her.